Manufacturer narrative:
(B)(4) physio-control evaluated the customer's device and verified the reported issue.  Physio determined that the cause of the reported issue was that a cable-mounted plug connector, designator p21, was disconnected from pcb-mounted jack connector, designator j21, on the therapy pcb assembly.  Physio then re-seated p21 to j21 which resolved the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not detect that a patient was connected. The device continued to state "connect electrodes" despite the device being properly connected to the patient. Medical personnel were attempting to provide a synchronized shock to the patient, a (B)(6) male. There were no reports of any adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.